Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2015 the patient contacted the clinic reporting of abdominal pain and cloudy effluent and was requested to come into the clinic on (B)(6) 2015. Per pdrn the patient was diagnosed with peritonitis on (B)(6) 2015 and was treated in-clinic. Per pdrn the patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what attributed to the infection. No fluid leaks were reported during treatments or prior to infection. Per pdrn as of (B)(6) 2015, the patient has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler.

Manufacturer narrative:
Relevant tests/lab data was updated to reflect additional information received for this reported event. Medical records reveal patient had corynebacterium that was consistent with normal skin flora. Medical records do not mention a malfunction or fluid leak occurred. There is no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the patient¿s diagnosis of peritonitis.